Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The device was post-paced t-wave oversensing. Programming changes were made and the issue was resolved. Patient was fine after the event.